Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 was not detected on the bus and required maintenance. Customer tried to reboot the system, but the issue persisted. The customer stated that there was a delay in patient care.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detected on the bus. A field service engineer (fse) replaced all available potential parts from stock, including the drawer 4.1 controller board and both retractor bands, but the issue persisted. Fse identified that the pyxis bus interface board as the likely cause, retrieved it from the depot, and completed the replacement. Both auxiliary drawers were tested in hardware test application and passed final validation. The system functioned as intended after the field service engineer repaired the device.